Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified flat creases, an extended opening with striated edge, besides the same edge has smooth edge and sharp edge(a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was completed and it was underweight. Based on the device analysis the final assessment is a sharp opening assessed as unidentified(tear) opening, a striated opening assessed as surgical damage, and a smooth opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device was explanted.